Manufacturer narrative:
The affected device was examined on site by the dräger service technician and the logbook as well as the service report were made available to the manufacturer for further investigation. In addition, available information on the device setup including an exemplary photo was taken into account during the investigation (accessories/coaxial tubing system used, use of an anaconda device, from the company sedana, at the inspiratory device connection). Dräger has not confirmed the compatibility of the evita v500 with the anaconda device from the company sedana. Based on the investigation and the chronological course of the log file entries between the (B)(6) 2021, it could be verified that the patient ¿ as reported - could not be ventilated sufficiently: on the afternoon of the 3rd of december, the evita v500 ventilator started several apnoea ventilations due to insufficient respiratory efforts of the patient. At 10:33 p.m., the device was switched into a pressure-controlled mandatory ventilation mode. At 11:06 p.m., the alarm message "mv low" was posted on the cockpit c500 because the measured minute volume had fallen below the set lower limit of minute volume. At 11:07 p.m., the lower alarm limit of the minute volume was lowered from 3.8 l to 3.1 l. At 11:22 p.m., the alarm message "mv low" was again posted on the cockpit. On the 4th of december at 0:44 a.m., a drug nebulization was started. In the further course, several apnoea ventilations were started due to insufficient respiratory efforts of the patient as well as alarm messages for "airway blocked?", "pressure limited" and "pressure limited! Vt not reached" were posted, indicating an obstruction in the breathing circuit. In the case of an existing obstruction, the flow through the expiratory flow sensor is impaired, which leads to the fact that the measured values regarding mv and vt are not displayed as expected in this situation. At 0:57 a.m., the automatic switch-over to apnoea ventilation in case of a detected insufficient respiratory effort of the patient was switched off. Around 3:00 a.m., the ventilator was disarmed. Based on the log file analysis and the final device examination according to the manufacturer's specifications on site, a device malfunction of the ventilator can be excluded. It was concluded that an external obstruction caused the insufficient ventilation of the patient. Such an obstruction can be caused, for example, by an obstructive lung of the patient or an obstruction of the filter used as a result of drug nebulization or by the setup used, including an anaconda device with volatile anesthetic. Whether or not an obstruction of a filter occurred could not be conclusively clarified, as the tube set used was no longer available for the investigation due to its use on the covid patient. However, the instructions for use of the ventilator contain corresponding safety information that excludes a positioning of the filter behind the medication nebulizer. The investigation concludes that the ventilator reacted as specified and generated appropriate alarms; there was no evidence of a device malfunction found. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that on the (B)(6)2021 the patient could not be ventilated appropriately and that the ventilation pressure did not work in the patient. A flow curve was displayed, however, no numeric values for vt and mv were displayed. From about 10.00 p.m onwards, the patient's condition worsened; the patient's co2 had continuously deteriorated. The patient died on the (B)(6) at about 02.00 a.m.. In addition, information was made available that an anaconda device was used in combination with the ventilator.

Manufacturer narrative:
Due to a technical issue with our internal emdr system we submitted for the form FDA 3500a an incorrect value for the field h3. - not returned to manufacturer.

Event description:
It was reported that on the (B)(6) 2021 the patient could not be ventilated appropriately and that the ventilation pressure did not work in the patient. A flow curve was displayed, however, no numeric values for vt and mv were displayed. From about 10.00 p.m onwards, the patient's condition worsened; the patient's co2 had continuously deteriorated. The patient died on the (B)(6) 2021 at about 02.00 a.m. In addition, information was made available that an anaconda device was used in combination with the ventilator.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that on (B)(6) 2021 the patient could not be ventilated appropriately and that the ventilation pressure did not work in the patient. A flow curve was displayed, however, no numeric values for vt and mv were displayed. From about 10.00 p.m onwards, the patient's condition worsened; the patient's co2 had continuously deteriorated. The patient died on (B)(6) at about 02.00 a.m. In addition, information was made available that an anaconda device was used in combination with the ventilator.